Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that patient underwent release of mesh with repair of urethrotomy. It was reported that patient underwent mesh revision/removal on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed urinary incontinence, urinary retention, overactive bladder, frequency, urgency, urinary tract infection, postmenopausal atrophic vaginitis, cystourethrocele, and pyuria.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2015. No additional information was provided.